Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to multiple falls. Diagnostics revealed the lead displayed high impedances on numerous contacts. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post operatively.